Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided, lot/serial # unknown / not provided, device expiration date unknown / not provided, device UDI number unknown / not provided, PMA/510(k) number unknown / not provided, device manufacturer date unknown / not provided.

Event description:
It was reported that that the driver does not take the implant and it fells to the ground. The affected dental position is: # 20. The doctor confirmed that the procedure was concluded.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The unknown biomet driver was not returned. Visual evaluation could not be performed. Functional test was performed with an in-house driver. It was confirmed that the driver does not take the implant and that the implant disengages. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 35 (fdi) and was used, placed and removed on the same day. Device history record (DHR) DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, driver malfunction could not be verified. Therefore, the reported event was non-verifiable. H3 other text : no product returned.